Event description:
It was reported that the bolt was placed in the patient and the catheter quickly began to read in range from high 70's to 300's. Registered nurses and leadership were not able to see any obvious kinks in the catheter. Additional information received on (B)(6) 2015 from the sales representative: the customer reported that the catheter was not able to be save for evaluation. The patient passed away and the catheter was removed too quickly for the nurse to save it.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.